Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500s mg/dl with a trace of ketones. The cause was not known. A correction bolus was delivered. The customer went to the emergency room and was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with fluids and humalog. The high bg and dka were resolved. The customer was discharged on (B)(6) 2017. The customer reverted to using lantus for insulin therapy. A pump system check was performed and no device issues were identified. The customer acknowledged the results of the system check and was satisfied.